Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose levels within the range of 300 mg/dl to 400 mg/dl for the last two years. The customer treated the high blood glucose with bolus. They did not have emergency intervention. The customer declined troubleshooting for the high blood glucose. The customer's most recent high blood glucose level was 587 mg/dl. They treated their high blood glucose with 20 units of manual injection. The customer declined troubleshooting for the insulin pump. The device will not return for analysis.